Manufacturer narrative:
Film evaluation summary the cause and type of endoleak, reported during final angiogram as either a type iii or type IV, could not be determined from the pre-implant films provided. Complete CT¿s prior to implant were not available, and angiograms during implant were also not provided and an assessment of the reported endoleak could not be performed. While a type iiib fabric endoleak possibly caused by excessive ballooning in calcified anatomy cannot be ruled out, this may have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. The proximal neck was noted as conical-shaped; ranging in diameter from 22 ¿ 27mm along a 15mm length. It is therefore also possible that this was a proximal type ia endoleak which could have resolved after implant of the aortic cuff. Additional information received; it was reported that the endoleak was either a type iii or type IV. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 51mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, during the final angiogram, a type iii endoleak was observed. It was noted that a cuff was placed on the same date to resolve the endoleak. As per the physician, the cause of the event was potentially due to ballooning in a calcified area. No additional clinical sequelae were reported and the patient is fine.